Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw came apart and fell into the patient's leg. It was retrieved and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Char blood and tissue buildup was observed on the jaws. The heater wire was not flexed away from the hot jaw and remained attached at the base of the jaw. The silicone insulation on the cold jaw was peeled from the top and was detached. Based on the condition of the device as returned, the reported complaint was not confirmed but was confirmed for the analyzed failure "peeled silicon" specific actions for the failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaw came apart and fell into the patient¿s leg. It was retrieved and a replacement device was used to complete the procedure. The hospital did not report any patient effects.